Manufacturer narrative:
(B)(4). Device evaluation: the report of a leak in the extension line was confirmed. One 2-lumen, 12 fr x 20 cm hemodialysis catheter was returned. The sample showed evidence of use with dried blood visible in the extension lines and skive holes. The customer also provided three photographs of the catheter inside a plastic bag. Visual examination without magnification revealed that both extension lines were bent approximately 37 mm from the juncture hub. The catheter was leak tested. With the opposite end of each lumen occluded, water was injected into each extension line. Each lumen was pressurized to 45psi for 30 seconds. No leaks or cross-overs were observed on the distal lumen. A leak was observed near the bend in the proximal lumen. Microscopic inspection found a hole in the lumen near the bend. The instruction booklet warns that all chronic dialysis catheters other remarks: should be used as bridge devices and are not intended for extended use. It is not known how long the catheter was in use before the leak developed. The IFU cautions to clamp only the extension lunes and use only the clamps provided. Additionally the instruction booklet states that the extension lines of the "you-bend" catheter are not to be reformed on a continuous basis since excessive reforming may lead to wire fatigue and breakage. A device history record review was performed and did not reveal any manufacturing related issues. Since the leak developed after the catheter was in use for a period of time, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU when flushing, a leak was found from the extension line of the distal lumen. As a result, the catheter was removed and a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.